Event description:
It was reported by resmed (B)(6) that a system fault occurred on an astral device indicating a software task error. There was no patient harm or injury reported as a result of this incident. Ref MFR report 3004604967-2014-00072.